Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device also passed tone check and vibrate check on self test. No audio anomaly, vibrate anomaly or absence of alarm anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 462 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as dizziness and nausea. The customer was wearing the insulin pump during the incident. The customer stated that the infusion set was not delivering insulin but the pump did not alarm with an occlusion alarm. Troubleshooting was not completed, and no further details were provided. The insulin pump will be returned for analysis.